Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. No unexpected insulin flow blocked alarm noted. Insulin pump received with serial number label fading, scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family member reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 at 6 am. The customer blood glucose level was 600 mg/dl at time of hospitalization. The customer was treated with manual injection. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. Customer stated that they already changed the entire infusion set and the site thrice but it still gave him the insulin flow blocked alarm which caused the high blood glucose. Customer stated that insulin pump passed self-test and the displacement test. The insulin pump will not returned for analysis.